Event description:
Patient was revised to address loosening of the patella at the cement/bone interface (depuy cement was used in the primary surgery). It was also reported that the patient had a lack of motion due to scarring.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. Provided information states the patient had a lack of motion due to scarring. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.